Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the stomach to create the wrap and closing the hiatal hernia during a laparoscopic hiatal hernia repair with laparoscopic nissen, when they were just passing the needle through the tissue, it did not toggle well. It was also reported that it stuck, it did not function properly as it was designed to, and was often fall out of the device but nothing fell into the patient's cavity. There were difficulty loading and unloading of the device where the staff had struggled getting it loaded and unloaded. They opened a new device to complete the case. There was no patient injury.